Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged one day post implant. The lead was explanted and replaced. No further information could be obtained at this time.